Manufacturer narrative:
A tear was found in the unexposed portion of the cannula and fluid was observed exiting the tear during investigation. Corrosion was observed on internal components and batteries which resulted in batteries having insufficient charge. The device data was attempted to be manually downloaded but was unsuccessfully retrieved. Additionally, the form needle had a blockage that was unable to be cleared during investigation. Furthermore, cracks were observed on top housing. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 358 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. A manual insulin injection using a pen was administered to treat the hyperglycemia.